Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer over corrected for a meal via the extended bolus feature. Reportedly, insulin reacts to the customer's body differently each time, and this time insulin had absorbed much more quickly. Due to the event, the customer's blood glucose (bg) level decreased to 52 mg/dl. Additionally, it was reported that the customer's works were slightly slurred, but the customer was conscious. To address the low bg level, the customer consumed a taco, french fries, and drank juice. Several hours later, during a follow-up call, the customer's bg level was 92 mg/dl, and the customer was stable.